Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation.

Event description:
The physician successfully embolized a bilobed anterior communicating artery (acoma) aneurysm with four coils, including the device in question. An angiogram during the procedure revealed a thrombus resulting in slow filling to the ipsilateral anterior cerebral artery (aca), a2 segment. Intervention with reopro was successfully performed. Subsequent imaging demonstrated the complete occlusion of the aneurysm; the acoma was patent with impaired blood flow beyond the coil pack. Retrograde filling of the right distal acoma through the leptomeningeal collateral circulation was observed. The patient was discharged from the hospital in 2007 with decreased activity tolerance and mild cognitive deficits. The physician does not alleged any malfunction of the device occurred, but that it could have possible contributed to the reported event.